Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system was unable to boot up. Upon troubleshooting, the philips remote service engineer (rse) checked the system logfile remotely and found that the defective fan and power tray unit and requested onsite support. The philips field service engineer (fse) examined the system onsite and confirmed the reported problem that system unable to boot. As a troubleshooting action fse installed the power fan tray, but while checking the system fse found that 24 v power returned to system but still no communication to table controls, tsm, detector. The fse contacted nss to confirm findings of mdy and potentially sd1 failures in addition to 24 v failures found. To resolve the issue, the fse replaced the fdcsib, table base connection board and performed software loads. The defective part was sent for analysis, for pdu fan tray and dcps malfunction was observed, and the failure was found to be mechanical damage - bent corner. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.